Event description:
The customer reported that during a total abdominal hysterectomy, the jaws of the ligasure were closed on tissue and would not open. They had to cut around the jaws to remove the device. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.